Event description:
The device was used during an unspecified procedure. Reportedly, the instrument ejected clips prematurely. The surgeon retrieved the clips without incident and completed the procedure with another device.